Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable and service codes) have been confirmed. Upon receipt the distribution node to rear therapy electrode cable was ripped from the distribution node. The electrode belt was able to detect a pt, but was unable to treat. The cause for the inability to treat was the damaged cable. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report the electrode belt was broken and the monitor was displaying service codes. The pt was issued a replacement electrode belt.